Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) exhibited noise on the ventricular rate/sense and shocking channels. Oversensing of this noise resulted in pacing inhibition, for which the patient was asymptomatic.